Event description:
This pt was successfully implanted with gore excluder aaa endoprostheses (B) (6) 2008. Images taken (B) (6) 2009, revealed infolding of the distal portion of the trunk-ipsilateral component. No clinical sequela has occurred.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.